Event description:
The customer reported that the unicel dxc 600 pro synchron system generated two false low na (sodium) results. There was no impact to patient treatment. The results were not reported outside of the lab. Controls were run before this event and the results were within ranges. Calibration failed after this event.

Manufacturer narrative:
The customer replaced the sodium reference electrode and performed maintenance to resolve the issue.